Event description:
It was reported that the screen on the customer's pump was broken, causing it to remain black and unreadable. The blood glucose level was noted to be 120 mg/dl, which was within the normal range. The customer sent the device back to tandem for further examination, and a replacement pump was provided. No additional information was received regarding the outcome of the event.